Manufacturer narrative:
H3: device evaluation: the lens was returned dry. Visual inspection found no visible damage to the lens. Dimensional verification was performed and the lens was found to be in specification. Claim # (B)(4).

Event description:
The reporter indicated the surgeon inserted and removed a 13.7mm vticmo13.7 implantable collamer lens, -03.00/+0.5/156 (sphere/cylinder/axis), within the same surgery due to excessive vaulting. The lens was replaced with a shorter lens but the problem was not resolved. See MFR. Report # 2023826-2023-03105 for replacement lens. Cause of the event was unknown.

Manufacturer narrative:
A4: unk. A5: unk. A6: unk . H6 - work order search: no similar complaint was reported for units within the same lot. (B)(4).